Event description:
The customer contact reported that the device powered off by itself without sounding an audible alarm tone. It was reported, the middle channel of the device was delivering an unspecified medication. No specific programming parameters were provided. At an unspecified time, it was reported the nurse was standing next to the patient and the device powered itself off without sounding an audible alarm tone. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.